Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure, performed in 2009. According to the complainant, during the procedure, the stone was captured within the basket. When attempting to crush and withdraw, the stone would not crush and the basket tip did not disengage. As force was applied in an attempt to crush the stone, the pull wire broke within the handle of the device and the sheath tore/split below the handle. The handle was removed and the patient was sent to surgery the following day, where the basket and stones were removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.